Event description:
It was reported the cdh29 was used during an unk procedure. It was reported by the affiliate the staples fired without control. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48574. Ees #.980269/a. Proximate I l s intraluminal stapler: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received fully loaded with staples. As the instrument was fully loaded with staples, it could not be determined how the staples reportedly fired with no control. The instrument was evaluated for protruding staples with none noted. However, it has been observed that the condition of protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provided resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing. The instrument was fired and it fired and formed all the staples without incident. The reported incident could not be recreated.